Event description:
It was reported that there were sounds of firecrackers and a smell of burning during the procedure. The procedure was completed with the same device. There were no patient complications.

Event description:
It was reported that there were sounds of firecrackers and a smell of burning during the procedure. The procedure was completed with the same device. There were no patient complications.